Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 150 mg/dl at the time of the incident. Reportedly, o rings came out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.